Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The tip was not detached; however, the proximal balloon seal was separated. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for separations/breaks reported from this lot. Based on the information reviewed and the visual analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use of the device, it was noted that the tip was noted to be partially detached from the shaft. There had been no difficulty removing the protective sheaths. There was no patient involvement. A new device was used to successfully complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.